Event description:
It was reported that the patient met with her healthcare provider (hcp) on (B)(6) and the hcp wanted to put in a new implantable ne urostimulator (ins) because the old one was not working properly. It was stated that the ¿connections were not working.¿ it was stated that the issue started in (B)(6) 2013. Additional information received reported that the patient received assistance from the manufacturer representative and her concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v304388, implanted: (B)(6) 2009; product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009; product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was confirmed to be depleted. The patient was told that the lead wires may need to be replaced as well.

Manufacturer narrative:
(B)(4).